Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical details the root cause of the access site bleeding and the infection cannot be determined since the device was not returned for investigation and lack of clinical information. The physician was unable to advance cath when pushing blue release button, root cause of the catheter anchor issue cannot be determined since the complaint device not returned for investigation.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical details, the root cause of the access site bleeding and the infection cannot be determined since the device was not returned for investigation and there is a lack of clinical information. The physician was unable to advance cath when pushing blue release button, root cause of the cath anchor issue cannot be determined since the complaint device not returned for investigation.the failure mode will be monitored and trended.

Manufacturer narrative:
Patient is still on impella support and investigation ongoing. A supplemental report will be filed when case and investigation is complete.

Event description:
A 32-year-old pregnant female presented to hospital with shortness of breath. Cardiomyopathy was diagnosed. An impella 5.5 cardiac pump has been inserted to provide hemodynamic support and extend pregnancy. Insertion of the impella device proved difficult due to patient anatomy. The impella has been removed and successfully reinserted, after mineral oil has been applied as lubricant. On day six after insertion the patient developed a worsening hematoma with swelling extending to her neck. The hematoma has been successfully cleaned out and a jp drain has been placed. The next day, the patient continued to have significant pain and swelling at site, but less firm. Patient and baby have been stable all the time. Two days later, baby successfully delivered per c-section and stable. Seven days later patient became febrile with decreased level of consciousness. Fungal sepsis has been suspected and confirmed. Source of the infection remains unknown. Contribution of the impella device cannot be ruled out. Infection has been successfully treated with antifungal treatment. Patient stabilized again and remained on impella support. Case is ongoing and patient is being prepared for a durable lvad.